Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. Reportedly, the customer overfilled the cartridge and loaded the cartridge with cold insulin. The customer's blood glucose level was 150 mg/dl. Tandem technical support guided the customer through properly changing the cartridge.